Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they were prepping to replace the pump on 2016-dec-16. The manufacturer representative interrogated the pump. The plan of the healthcare provider (hcp) was to only replace the pump but they wanted to be prepared incase they needed a catheter revision. Compatibility for revision kits were reviewed.

Event description:
Additional information received on (B)(6) 2016 reported company representative (rep) forgot to take the pump after the pump replacement to send back to medtronic for analysis. Rep stated the hospital already disposed of the pump. It was noted rep has already spoke to patient about this, and also another rep was going to speak to the healthcare professional about this.

Event description:
Information was received from a health care professional regarding a patient who was receiving lioresal (concentration 500 mcg/ml, dose 259 mcg/day) via an implantable pump for multiple sclerosis and intractable spasticity. The event date when issues started was (B)(6) 2016. A motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging. A motor stall and recovery was reported. It was noted that the patient called the doctor over thanksgiving weekend and was frantic that the pump was beeping every 10min and that he felt himself getting stiffer. The doctor advised the patient to go to the emergency room, patient elected not to go to the emergency room but instead went to a spasticity clinic on (B)(6), the patient had been previously treated for multiple sclerosis at this facility so they were familiar with him. At the facility, the pump was interrogated and revealed a motor stall, the managing doctor did not have the event logs from the doctor at the spasticity clinic but 3 stalls were noted upon interrogation. The nurse had tried to restart the pump multiple times on (B)(6). The clinic supplemented the patient with oral baclofen (10mg/8hrs). On the morning of (B)(6), the patient¿s wife took the patient to the emergency room. Per the emergency room notes, the pump was not working properly per interrogation done on (B)(6), the patient had little improvement from the oral baclofen and there was no evidence of acute withdrawal so patient was advised to continue taking oral medication. They also recommended for patient to follow up with neurology and neurosurgery. While the patient was in the emergency room, they provided him with an intramuscular dilaudid dose and patient then became loopy. That very day, the emergency room stated that patient was stable and patient was sent home. On (B)(6), around 3p, the patient came into the managing doctor¿s office and told her that the pump was not beeping and that he felt that the pump was working. The doctor interrogated the pump and no attention dialog was seen. The doctor did not pull the event logs from the pump, the doctor noted no fever, no itching, no tingling no anxiety and no tachycardia. It was noted that the pump¿s elective replacement indicator eri was at 2m and they were already planning to replace it on (B)(6). The doctor was now trying to move up the replacement date.

Event description:
Additional information was received from a healthcare provider (hcp). The pump was interrogated by the healthcare provider (hcp) on (B)(6) 2016 and no motor stalls were noted. The cause was not determined, however the patient's symptoms had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.